Manufacturer narrative:
No complaint was received with return of the device. Failure (event) observed during analysis. Final analysis found insulation damage at 16.5 to 17.5 cm from the connector pin, due to clavicular crush. One wire of the proximal coil was fractured.

Event description:
This report is to advise of an event observed during analysis.